Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, it was reported that the usb cable was unable to charge the pump successfully. The customer was able to successfully charge the pump with an alternate usb cable. There was no impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.